Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. It was determined that the device had entered into backup mode in (B)(6) 2015 following cardioversion. Device restoration was not attempted due to the device's low battery status. It was successfully explanted and replaced on (B)(6) 2015.